Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day as onset the patient was treated with intraperitoneal cefazolin 1 gram daily for 14 days. The cause of the peritonitis was a break in aseptic technique further described as patient made a mistake/ touch contamination. It was reported the patient was not hospitalized for the event. On an unknown date the patient was retained on proper aseptic technique. At the time of this report the patient had recovered from this peritonitis event. No additional information is available.